Event description:
On (B)(6) 2009, pt reported the up arrow button had "messed up." Pt stated he tried using the up arrow button, but the button would not respond. He reported the issue began intermittently 2 months ago while attempting a bolus. Pt stated he also noticed the problem while attempting to activate the backlight feature. Pt reported he had never noticed a problem with the down arrow button. Pt stated buttons pop back up when pressed. Performed tests on both the up and down buttons. The up button passed the test, but the down button failed the test. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.